Event description:
It was reported that the implant broke where it was held when implanting in the pt for a lumbar arthrodesis surgery. No pt injured or death alleged. The event led to an increase in surgery time of 15 minutes. The surgery could not be completed with the device. The implant was implanted and removed by using a clamp kocher. No part of the broken implant was in the pt. No risk for the pt was reported. Additional info was requested and the following was received on (B)(6) 2013. The pt is a (B)(6) year old female. The conditions that caused the implant to break was unk. A spare implant was available in which there was no problem. Surgery was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.